Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer did not perform the air removal step while filling their cartridge. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 215-300 mg/dl.